Event description:
It was reported that the 9800 system intermittently would not image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.